Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "low performance" error. Issue occurred after an optical tumor resection was completed and the system had been removed from the room. The manufacturer representative (rep) reported only a  computed tomography (CT) and magnetic resonance imaging (mr) were used during the procedure. No further information available at time of call. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, software version: 2.1.0 h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs. Log analysis indicate that user merged 1 CT + 3 mr exams in the tumourresection procedure and was in active navigation for more than 3 hours. The log had the highest memory usage reported as 76%. The software investigation found that the reported event was related to a software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.